Manufacturer narrative:
One device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported issue confirmed through testing and the alarm is quiet. It was found the battery compartment is damaged, the battery spacer slides into has been melted due to self-repair. The battery compartment assembly was replaced, and preventative maintenance was performed to resolve this issue.

Event description:
It was reported that the device has low alarm volume. No patient involvement reported.